Event description:
The customer reported to olympus that the colonovideoscope had a clogged air/water channel. The issue was observed during reprocessing and there was no patient or procedure involved with this event. The device was returned to olympus for a device evaluation and found the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the air/water cylinder had no color, the suction cylinder had no color, switch box had a dent, due to a burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, the plastic distal end cover had a crack, the connecting tube had a wrinkle, the connecting tube had a cut, the light guide connector had a scratch, the video connector case was damaged, and the video connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
H10: per additional information received, it is unknown if the reprocessing steps according to the IFU (instructions for use) were deviated due to the reprocessing being deemed to have not worked. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the air/water nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.